Event description:
It was reported that introducer needle was inserted & guidewire was advanced. Needle was removed & catheter was inserted over wire. The guidewire was pulled back slightly without resistance, & so the md continued pulling & discovered the floppy tip was missing. X-ray was performed and showed that the piece was lodged in patient's upper arm. It was unclear if retained piece was in the patient's soft tissue. A surgeon was consulted & elected to leave the piece in patient. There were no further patient complications reported.

Manufacturer narrative:
The device will not be returned for evaluation. A follow-up report will be filed if a device history record review reveals findings and if more information becomes available.